Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to infection, the patient got good coverage and was doing well in post op. The device will not be returned as it was discarded per facility policy.

Manufacturer narrative:
Product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: 7071389.